Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "the design of the meter is poor. It makes it difficult to read because of the gray background and black writing. They should have made it black on white just like the pump." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.